Event description:
2-way stopcock did not allow fluid to pass correctly. Device was not used on pt. Problem was discovered when testing in advance of the procedure. Two trays were tried. Stopcocks were defective in both.